Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, while the patient was at work, she started to feel as if she were going to pass out. Her cgm was reading 74 mg/dl. The patient attempted to get apple juice and food to treat herself but passed out before she could do so. The patient¿s coworker found the patient and was able to arouse her. The patient¿s bg meter reading at this time was 30 mg/dl and the patient¿s coworker called an ambulance. The patient¿s coworker also gave the patient apple juice and a protein bar. Once paramedics arrived, the patient¿s bg meter reading was 80 mg/dl. No cgm comparison value was reported. The patient was hooked up to an EKG (electrocardiogram) and transported to the emergency room (ER). The paramedics did not provide the patient with any medication or treatment as the patient¿s bg had already stabilized. While in the ER, no treatment was reported besides monitoring of the patient¿s bg levels, temperature, and EKG. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.